Manufacturer narrative:
Per the tandem user guide - only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high." A supply change was performed to address bg level. Reportedly, the customer was using admelog insulin with the pump. Customer changed cartridge and infusion set to address the issue.